Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: because coupler unit is loosened, the scope cannot be attached smoothly. Based on the results of the investigation, a probable root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the camera head to the service center for a separate issue. During the device analysis the service technician, indicates that a leak in the cable and poor attachment with the scope was found. There was no patient involvement.